Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call that her daughter was experiencing high blood glucose and would like to troubleshoot insulin pump to make sure everything is working properly. Child's blood glucose is 260 mg/dl but was 505 mg/dl yesterday prior to that and was 455 mg/dl in the morning. Troubleshooting found that drive support cap was normal but customer declined to check their settings and does not have a clamp to perform the high pressure test. Customer was advised to follow up with doctor regarding the high blood glucose and possible site issues. Customer was also advised to change out reservoir and infusion set and monitor pump.